Event description:
It was reported that the patient experienced a change in therapy effect, altered mental status and respiratory depression. This has occurred multiple times; most recent episode occurred two hours post refill. The patient has experienced about six episodes over the past year which required immediate medical attention/hospitalization. The patient responded positively after receiving a narcan drip to alleviate symptoms. Currently, the patient was hospitalized and stable after receiving a narcan drip. Programming was correct and there were no volume discrepancies, no diagnostic studies have been performed. Event logs were obtained and were normal. The drugs in the pump were hydromorphone and compounded baclofen. It was later reported that they decreased the pump and the patient was doing better.

Manufacturer narrative:
Catheter model# 8711, lot# j0056636r, implanted: (B)(6) 2000, explanted:unknown.